Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unresponsive buttons and frozen display. The customer¿s blood glucose level was 192 mg/dl at the time of the incident. Customer reports the time clock does not advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with an unresponsive keypad at all buttons due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to keypad anomaly. Unable to test for time or clock anomaly due to unresponsive keypad. Time or clock anomaly unknown.